Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed the tip of the injector was split and there was a clear surgical residue on the device. A functional inspection was performed on 4 on the injectors and confirmed the injectors were difficult to twist. (B)(4).

Manufacturer narrative:
Event date: unknown. (B)(4). Method: lot order search. Results: a lot order search was performed and there was one similar complaints found. Conclusion: (conclusion not yet available): based on the complaint information and the evaluation of the returned product, a specific root cause of this event could not be determined. A CAPA has been opened to investigate issues involving resistance in the msi injectors. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(4).

Event description:
The customer reported the msi-tm injector was very difficult to twist and they were unable to prime the lens after it had been loaded. There was no patient contact.